Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the forceps channel of the cystonephrovideoscope exhibited corrosion, and the objective lens was chipped. There was no patient involvement associated with this event.